Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced data gaps and a loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) brand name - correction, model number - correction, serial number - correction, lot number - correction, correction, device manufacture date - correction.